Manufacturer narrative:
Upon further evaluation, service confirmed the rubber and bending section were broken. Due to deformation of the bending tube, the connection between the bending section and connecting tube was not secured. The connecting tube was dented. A leak was observed due to a dent in the connecting tube. A leak was observed due to damage of an electrical connector pin. The sheet holder unit demonstrated corrosion due to fluid ingress. A leak was observed due to a cut in the rubber. The image guide bundle had significant breakages. Due to a crack at the distal end, the distal end cover had a snag. The light guide lens was shaved. The rubber adhesive was worn and had discoloration. The universal cord was buckling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device bending tube was broken. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material coming out of the forceps/instrument channel port. This report is being submitted for the presence of foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the air leaks occurred in various locations, it was not possible to reprocess the forceps normally, and foreign matter may have come out of the forceps channel due to residual foreign matter. Olympus will continue to monitor field performance for this device.